Manufacturer narrative:
Additional information: it is unknown if the issue occurred during prep. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use an admiral xtreme pta balloon during procedure to treat a moderately calcified lesion in the mid superficial femoral artery (sfa) with 50% stenosis. The vessel was moderately tortuous. A syringe was used for balloon inflation. There was no damage noted to packaging. There was no issue noted when removing the device from the hoop/tray. The device was prepped per IFU with no issues identified. It was reported that during balloon inflation, pin hole leak was noted at 10atm. All fragments of the balloon was retrieved. The device did not pass through a previously deployed stent. No resistance encountered when advancing the device. Physician completed the procedure after replacing the balloon. No patient injury reported.

Manufacturer narrative:
Image review: the customer returned 4 images. Image 1 is a product label. Image 2 shows an admiral xtreme product on a shelf carton. The lot number on the label, 220623547, corresponds with the lot number of the reported device. Images 3 and 4 are identical and show an inflated balloon with a pinhole leak. Product analysis: the admiral xtreme device returned coiled in a biohazard bag with its pouch. Lot number on pouch label and luer: 220623547. The device was decontaminated with cidex opa solution soak. A 20ml water filled syringe was used to flush the device and a steady stream of water was observed exiting the tip. A 0.035¿ guidewire was loaded through the tip and exited the luer without any difficulty. An indeflator with pressure gauge was used to inflate but the balloon would not hold pressure. A microscopic inspection found a pinhole leak in the middle of the balloon. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.